Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shutdown. Customer experienced an elevated blood glucose (bg) level; value unknown. Customer reloaded cartridge to address bg. Reportedly, the customer continued using the pump for insulin therapy.